Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that during chemotherapy of doxorubicin, the nurse went to check on the patient and it was noticed that there was a spot about 3' in circumference on patient's sheets. The infusion was paused and connections tightened and then the infusion was continued. Upon reexamining the tubing a leak was still present and was found to be on the med port the chemo was connected to. Chemo at this point was completed and flushed. No injury reported.